Manufacturer narrative:
The mayfield modified skull clamp (a1059) was returned for evaluation: device history record (DHR): the DHR was reviewed and shows no abnormalities related to the reported failure. Failure analysis - the reported fault of "slippage" cannot be replicated. The device has passed all the tests per manufacturer's specifications. Root cause analysis: complaint not confirmed via inspection of the unit. Probable root cause is improper or suboptimal placement of the skull clamp. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward. At present, we consider this complaint to be closed.

Event description:
A facility reported that the mayfield skull clamp (a3059) slipped while in use causing a 3cm laceration over the left temporal region that was full thickness. It was treated with betadine soak and stapled immediately. It was noted that 80 pounds pressure was used. The laceration occurred while the patient was supine and her head or neck was being manipulated to reduce the fracture of her c2; despite around 80 pounds of pressure, the single pin on the left side slipped, lacerating the scalp. Mayfield pins were used. The surgery was completed using an older version of the mayfield clamp, and the surgery completed in prone position without incident.

Manufacturer narrative:
This MDR is being submitted for correction of an error which was submitted in the initial MDR. As a result, field d9 has been updated.

Event description:
N/a.